Event description:
It was reported that during testing at the manufacturer facility, the cordless driver 3 was oscillating when the forward trigger was pulled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.